Event description:
Worker experienced a white residue on her right index finger that lasted three days after touching a pouch that contained a broken cyclesure biological indicator ampoule. The cycle had completed and the vaporizer plate was in place. The worker went to employee health for an evaluation, but did not receive any medical treatment.